Event description:
As it was reported by the sapphire registry, during cas procedure, a precise pro rx us carotid system was inaccurate placed. The device was placed to treat an eccentric calcify and mild tortuous left internal carotid artery with a 95% stenosis, on a patient with a past medical history of previous endarterectomy on the same vessel, stroke, hypertension and diabetes mellitus. The product was inaccurate placed at the target lesion.

Manufacturer narrative:
Device history record ((B)(4) 2012): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15647834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15647834. Outer member subassembly lot 15639928 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15639928. Procure support member subassembly lot 15646952 and 15642744 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lots 15646952 and 15642744. Complaint conclusion: as it was reported by the (B)(6) registry, during a carotid artery stenting procedure, a precise stent was inaccurately placed immediately distal to the intended location. The product was stored, handled, inspected and prepped according to the IFU. The device was placed to treat an eccentric, calcified and mildly tortuous left internal carotid artery with a 95% stenosis. It was noted that there was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force was used at any time during the procedure. The patients medical history includes a previous endarterectomy on the same vessel, stroke, hypertension and diabetes mellitus. The patient received a non-emergent carotid endarterectomy later that same day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15647834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.